Event description:
The plaintiff's attorney alleged the patient experienced cardiac arrest adn subsequently expired; furthermore, it was alleged to have been caused by the administration of the product dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.